Event description:
It was reported while testing with bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin 2 tubes were missing labels. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the following three issues. (2) 2 tubes without labels.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : material 221788 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1322740 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and labeling processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch 1322740 for any of the defects. Retention samples from batch 1322740 (10 tubes) were available for inspection. No media, or tube defects were observed in 10/10 retention samples. All 10/10 tubes had properly affixed and legible labels. There were no broken tubes observed in 10/10 retention samples. No photos were received to assist with the investigation. No returns were received to assist with the investigation. The complaint cannot be confirmed. Bd will continue to trend for broken tubes and labeling.

Event description:
It was reported while testing with bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin 2 tubes were missing labels. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the following three issues. (2) 2 tubes without labels.